Manufacturer narrative:
It was reported that two clearlink secondary medication sets did not flow during infusion of antibiotics. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Clear passage testing was performed and the device performed according to product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set did not flow during infusion of antibiotics. The device was being used with a baxter infusion pump and a catheter. The reporter stated that the catheter had been successfully primed and flushed prior to use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.